Manufacturer narrative:
Pump passed the unexpected restart error alarm test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected restart error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. A cold reset was performed. The customer¿s blood glucose level was low and it was 59 mg/dl and she treats it with juice. The customer also experiences a high blood glucose level of 268 mg/dl. The customer stated that she was filling the tubing and insulin was coming out, but the numbers never come up on the screen. The customer was advised to monitor the insulin pump and that customer may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis